Event description:
A customer contacted beckman coulter regarding an erroneously low digoxin (dig) result from a single patient that was generated by the access 2 instrument. The customer indicated that the patient sample (a) was tested for dig on 10/05/05, at 06:21 and the result was 3.56ng/ml. Based on available information, the patient received dig on 10/05/05, at 07:00. The patient was redrawn on the next day and tested for dig. The dig result from sample b was 0.96ng/ml. The customer then re-tested both samples (a and b) for dig. The dig repeat results were 3.75ng/ml and 2.96ng/ml for samples a and b respectively. The patient samples (a and b) were tested for dig on another instrument in their lab. The dig results obtained from another instrument were: 33.28ng/ml for sample a anf 3.34 for sample b. In addition, the customer performed a precision study using sample b on access 2 instrument. The results were in the range of 2.19 nmol/l - 2.84nmol/l. The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that qc was within specifications prior to and after the event. System check performed on 10/06/05 at 00.37, prior to this event, was within specifications. System check performed on 10/06/05 at 09:42, after the event, was within specifications. The samples were collected in bd 16x100 plain red tubes and centrifuged at 1,300 rcf for fifteen (15) minutes. The specimens were sampled for the primary tubes. A field service engineer (fse) was dispatched to the customer lab. The fse had customer perform a precision test using qc material; the results were within specifications. The fse verified that the instrument was operating per established procedures. Based on available information, the erroneous dig result was not reported out of the lab. A clear root cause of this event has not been determined. A malfunction wil be assumed for the purpose of this report.